Manufacturer narrative:
A sample shunt was not received for analysis. The sample was not received for investigation yet; therefore, the condition of the product could not be verified. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. There have been no other complaints for the reported lot. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a glaucoma filtering shunt procedure, the shunt would not release from the delivery system when the surgeon was attempting to implant it. Another shunt was used instead. There was no harm to the patient.